Event description:
Reporter noted pieces of nucleus were not coming to the tip well. Surge caused capsule to engage tip; posterior capsule tear occurred. Iol changed for sulcus placement with optic in bag. Prognosis reported as good.